Event description:
The customer's family member used the device to check pt's blood glucose and obtained a reading in the 40's mg/dl. Family member gave pt sugar to increase their glucose and retest at 86 or 87 mg/dl. Emergency medical technicians were then called and they checked pt's glucose with their meter and the level was in the 30 or 40's mg/dl. Pt was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.